Manufacturer narrative:
Initial reporter phone no. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain and fever. On the same day as the onset, the patient began treatment with vancomycin (1 gram, every 3 days, intravenous (IV)) and amikacin (500 milligrams, every 3 days, IV) for peritonitis. Seven days later, the condition of patient worsened and the patient was hospitalized for the event. On the same day, vancomycin and amikacin therapy was discontinued and began treatment with cefepime (IV, dose and frequency not reported) for peritonitis. Cefepime therapy was ongoing and the patient was hospitalized at the time of report. On the same day as the hospitalization, the pd catheter was removed and dianeal therapy was discontinued. The patient¿s outcome was unknown. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient¿s pd catheter (reported as patient "lost the peritoneal membrane") was removed and the patient was started on hemodialysis. On an unreported date in the month following peritonitis onset, treatment with cefepime was discontinued, the patient was recovered and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.